Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there were 5 items that were broken off. There was no patient involvement. It was further reported: depth gauge for lckng scrs to 100: tip of depth gauge has been bent beyond the ability to be used. Depth gauge for 2.0mm and 2.4mm screws: metal tip broke off the depth gauge. T-handle with quick coupling: t handle broke where the t connects to the shaft. Neutral drill guide for 4.5 cortex screw (x2): spring for the instrument to long into the aiming arm broke. Trocar handle for use 03.120.014: spring on the instrument has been used so often a trocar will no longer lock on. Cannulated 2.5mm hexagonal screwdriver: wood is cracked on the handle. Guide block for 2 colm pl 6 hole hd/lft: the screw to connect the guide block is broken. Issues were noted pre-operatively.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: recaptured code on h6 (health effect - impact code). H6. Component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 314.29. Synthes lot # 5140048. Suppliers lot # na. Release to warehouse date: 09 jan 2006. Manufactured by: synthes brandywine. No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information has been received, the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.